Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, during insertion of the trocar, reoperation was needed. The patient was hospitalized. There was an unanticipated tissue loss and tissue damage as a result of this problem. The surgical time was extended by thirty minutes or more. The incision was extended. There was bleeding from the abdominal wall on the epigastric artery. There was patient injury.